Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was completely removed from the pump. The keypad was covered with tape. During testing, the down arrow button was responsive; all the other buttons were unresponsive. The contrast button contact was missing. The up arrow and ok button contacts were inverted. The tape was removed and evidence of contamination was found under all the key contacts. Unrelated to the complaint, the display screen was dim and discolored. The pump¿s casing was cracked near the upper right corner of the display. The audio bolus button could not be tested. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was alleged that all the keypad buttons were under-responsive. The keypad cover was allegedly missing/peeling and torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.